Event description:
It was reported that during a surgical procedure the device did not open after firing. The device needed to be cut off of the tissue. It was reported that or time was increased by two hours.